Event description:
A bilateral external iliac interposition graft was used to surgically repair a severely traumatized iliac vessel during sheath removal. The pt was outside of indications for use with calcified vessels and below size vessels., however the clinician decided to proceed with the aaa therapy. The device deployed and is functioning properly. There was no allegation of product deficiency.